Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to exhibiting impedance issues. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The distal segment of this lead was returned and thoroughly inspected and analyzed upon receipt. The impedance issue allegation was confirmed based on the observation of calcification on the drug collar, outer insulation and proximal electrode. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. A risk review was completed and confirmed that the event of impedance issues was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to exhibiting impedance issues. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.